Event description:
It was reported that an ilet bionic pancreas would not charge when connected to a power outlet, and after the user changed outlets per troubleshooting, the device began charging; the agent educated the user that the charger indicator should display a solid green light when charging properly. Customer care provided support by having the user change outlets. Investigation of this case revealed that the device resumed normal charging after using a different outlet, consistent with an external power source issue rather than a device malfunction. Symptoms included no patient symptoms reported. Outcomes included no clinical impact reported. It was concluded that the event was attributable to an external electrical outlet issue, and the device functioned as expected after intervention.